Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the gantry would not complete the length of travel in the x direction. The x-stage cover showed signs of damage from the docking pins, creating a mechanical resistance when moving outward in x direction. Unable to replicate the "door not opening" complaint. The system door mechanisms were inspected, and functionality was tested. No issues with door operation were found. The x-stage cover was removed, and several indents from docking pins were manually straightened. The x-stage cover was re-attached, and all system motions functioned to expectations. System checkout was successful. The alleged door malfunction could not be replicated or confirmed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system door would not open. There was no patient present when this issue was identified. No additional details were provided.